Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were unresponsive. The customer stated insulin pump had blank screen and it was continuously beeping. Customer stated that they can see the screen, but was unable to click on okay to clear the alert. Customer stated the contacts on the battery cap were neither missing nor damaged also battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer the insulin pump was exposed to a change in altitude. Display returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.